Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between april 15-16, 2024. H11: four (4) devices were received for evaluation. Three returned devices had fluid in their bladder, and one did not contain fluid in its bladder because the customer had cut the tubing line to drain the drug fluid out of the bladder before returning the sample. Visual inspection on the three samples that contained fluid was performed, and it was noted that there was no evidence of fluid flowing out at the distal end of their flow restrictor. Microscopic inspection on their flow restrictor revealed the cause of flow problem was due to micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. Air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use (filling step). Microscopic inspection on the flow restrictor of the fourth sample also showed the cause of flow problem was due to micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The reported condition was verified. The cause of the reported condition was a user error. The product label (IFU, instructions for use) has instructions regarding the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume infusors underinfused during infusion. The pumps contained ropivacaine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.